Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 10 mm wolverine¿ coronary cutting balloon¿ monorail¿ was inflated at the site of the lesion. The balloon ruptured below nominal pressure on the first inflation for approximately 15 seconds. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the center of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the shaft of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 10mm wolverine¿ coronary cutting balloon monorail was inflated at the site of the lesion. The balloon ruptured below nominal pressure on the first inflation for approximately 15 seconds. The procedure was completed with a different device. There were no patient complications.